Event description:
It was reported during the implant procedure that the physician was unable to insert the lead. The device was not implanted. No patient complications have been reported as a result of this event (B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however a visual inspection showed the defib conductor was distorted.